Event description:
It was reported to gore that a pt alleges to have experienced chronic pain, erosion, dyspareunia, urinary problems, inflammation, fistulas and abdominal pain after having been implanted with a gore-tex soft tissue patch. It was also reported that the pt underwent an explant approximately 14 years later.

Manufacturer narrative:
Add'l details regarding the pt's clinical course were ascertained from a review of medical records and are as follows: it was reported in the medical records dated (B)(6) 1998: the pt underwent vaginal vault suspension with gore-tex soft tissue patch (abdominal sacrocolpopexy) and moschcowitz culdoplasty. It was reported in the medical records that on (B)(6) 2012: the pt undergoes procedure for removal of the mesh where it was noted in the medical records that "a section of the vaginal cuff revealed a small defect with the use of an eea sizer". It is unclear if suture closure failure contributed to the exposure of the mesh or the mesh contributed to the mechanical erosion. Pain and dyspareunia are characteristic symptoms and are known complications of pelvic floor dysfunction.